Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance.  The biomedical engineer was unable to duplicate the reported issue.  After observing proper device operation through functional and performance testing the unit was placed back into service for use.  The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device was sitting on a crash cart when personnel observed that it had a service indicator present, as well as a white display.  A white display is indicative of a device lock-up condition that could delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.